Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 151 mg/dl. Prior to the alarm the pump was beeping; he noticed it was in the bolus wizard screen asking for his blood glucose and that the numbers were scrolling on their own. The pump alarmed with a button error then. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; he was laying down watching tv when the pump alarmed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.